Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® lh tubes hurt the feet of the baby and the blood doesn't flow into the tube as it should. No report of injury or medical intervention. No report of blood exposure to mucous membrane.